Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The reverse spreader tool was bent when the technician was trying to spread the ring and push it down, however this did not cause patient injury or a significant delay in the procedure time. Attempts have been made and additional information is not available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product. Visual inspection of the device confirmed the locking ring was bent inside tray. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.